Manufacturer narrative:
Corrected information: device lot number corrected from 0023266626 to 0023260165. Device expiration date corrected from 01/29/2021 to 01/28/2021. Device manufacture date correcetd from 01/30/2019 to 01/29/2019. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. Device was soaked in a waterbath for four days to loosen the contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No leaks were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.